Event description:
In this event, it was reported that two pts experienced inflammation and bleeding one day after having impressions recorded using jeltrate impression material. During a f/u appointment, the doctor observed some irritation and inflammation. As a result, the doctor administered chlorhexidine rinse.

Manufacturer narrative:
A specific root cause could not be identified. It was noted the centrifugation time and speed used by the customer to prepare samples might have been borderline low. No further information was received about the performance testing outside of specification. A new performance test was run on (B)(6) 2010 and the results were within specification. No adverse events were reported.

Event description:
The user received a questionable troponin t result for one patient sample. The initial result was 0.359 ng/ml. For repeat testing, the sample tube was moved to the next position in the carousel without actually removing it from the analyzer. The repeat result was <0.01 ng/ml. Another sample was collected from the patient and the result was negative. No specific data was provided. No adverse events were alleged regarding the issue. The troponin t reagent lot number was 157895. It was noted performance testing run by the field service representative was outside of specification.

Manufacturer narrative:
This event occurred in (B)(6).